Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump delivered properly during bolus, but not during basal. Customer reported that he recently experienced some high blood glucose levels. Customer declined troubleshooting. No further information was provided.